Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient stated on (B)(6) "I am a (B)(6) hemophiliac that had both knees replaced in 1992-93. Two weeks ago my left knee replacement failed due to metal fatigue. If I can get a replacement part, I can have the part replaced with minimally invasive surgery. There is very little soft tissue loosening. I am very pleased with the product. I have been very active especially for a hemophiliac; hiking, white water rafting, home remodeling, etc. And your rotating platform knee has lasted four times longer that the promised eight."